Manufacturer narrative:
(B)(4). This incident was determined to be caused by use/user error. There was no allegation of a product malfunction. A follow up MDR will be filed if / when additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during initial drain was not confirmed due to a lack of sample. The lot number is unknown, therefore, a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4) .

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) is new to peritoneal dialysis therapy and stated he pressed go before connecting himself but was connected when the system error (se) 2240 and se 2367 sounded. The technical service representative (tsr) explained the alarms and had the hp cycle power 2 times to clear them. The tsr then explained that the hp would need to start over with new supplies. The tsr advised the hp to call the registered nurse (rn) in the next 24 hours to let her know what happened. The hp understood the explanations and would call the rn. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The home patient (hp) stated that the issue was resolved by starting over with new supplies. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, he did not receive any injury as a result of this incident. The hp was given an antibiotic by his nurse (did not remember the name). The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided. Home patient (hp) stated that he was on 2 antibiotics. One antibiotic was because of se 2240 - ciprofloxacin. The hp is on it for 7 days. The other antibiotic is called - (B)(6). The hp is on it for 9 months.